Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the non-tortuous and severely calcified vein. A 6.0mm x 100mm x 75cm athletis balloon catheter was advanced for dilation. During the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured at the middle. The device was removed using normal method without issue and the procedure was completed with another of same device. There were no patient complications as a result of this event.